Manufacturer narrative:
The device has not been returned to (B)(4) for evalution. Because the actual device could not be inspected, (B)(4) has been unable to confirm the complaint. A review of the device history record showed that the device had been previously for an unrelated issue.

Event description:
The initial reporter stated that the pump displayed error 13, and was unusable, despite efforts by the nurse to troubleshoot the problem. The user's treatment of antibiotics was delayed for 24 hours while waiting for the pump to be replaced and infusion restarted. The nurse stated that there was no impact to the patient as a result of the delay. (B)(4).